Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown duracon cr tibial insert med 11mm. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Polyethylene was exchanged. Patient fell and ruptured her superior pull of her patella. Because the joint had to be opened and the patient's knee had some instability and hyper extension the poly was exchanged for a thicker poly.